Event description:
Additional information: the healthcare professional noted that the outcome was not satisfactory.

Manufacturer narrative:
Medwatch sent to FDA on 04/01/2016. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported and injection with juvederm ultra plus xc in the cheeks and lips in addition to injections with botox. Patient developed a "skin erythema," tenderness and necrosis as a result of a "vascular compromise" on the left cheek. Patient also had a sinus infection that was unrelated to the product. Patient was given treatment with hyaluronidase on multiple occasions. Patient still "experiences firm non tender nodule" at the injection site and symptoms are ongoing.

Manufacturer narrative:
Medwatch sent to FDA on 2/25/2016, (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of erythema, tenderness, necrosis, vascular compromise, firm non tender nodule are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of necrosis, ischemia, skin irritation, inflammation, erythema and pain: "contra-indications ¿ do not inject into the blood vessels (intravascular). Undesirable effects the patients must be informed that they are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occurring after the injection. These reactions may last for a week. ¿ induration or nodules at the injection site. ¿ cases of necroses in the glabellar region, abscesses, granuloma, and immediate or delayed hypersensitivity after hyaluronic acid injections have been reported. It is therefore advisable to take these potential risks into account."

Event description:
Healthcare professional reported and injection with juvederm ultra plus¿ xc in the cheeks and lips in addition to injections with botox&#60320;patient developed a "skin erythema," tenderness and necrosis as a result of a "vascular compromise" on the left cheek. Patient also had a sinus infection that was unrelated to the product. Patient was given treatment with hyaluronidase on multiple occasions. Patient still "experiences firm non tender nodule" at the injection site and symptoms are ongoing.